Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney has alleged a deficiency against the device. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is rectocele and stress urinary incontinence with valsalva voiding. The postoperative complications are rectal incontinence, bladder incontinence, chronic constipation, bladder infections, neuropathy and urinary retention.